Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00106 on 07-may-2021. Additional information (11-may-2021): quality controls (qc) recovered in range at the time of the event. No issues were observed with other patient samples. The customer did not provide information regarding analyzer maintenance. Siemens could not determine evidence of reagent delivery or foaming issue based on information provided by the customer. Pre-analytical variables or sample specific issues cannot be ruled out as contributing factors to the event. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Siemens is investigating the issue.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The sample was repeated for ecre_2 on the same analyzer, resulting higher. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic creatinine_2 (ecre_2) result.